Manufacturer narrative:
Kanakaris, n., noviello, c., saeed, z., mitrogiannis, l., tosounidis, t., tartaglia, n. (2015) preliminary results of the treatment of proximal femoral fractures with the affixus nail. Www.elsevier.com/locate/injury. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. The conditions are addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "preliminary results of the treatment of proximal femoral fractures with the affixus nail." It was identified in article that there were three (3) revisions due to lag screw cut out on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.